Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient's programmer was showing that the implantable neurostimulator (ins) battery was at 3/4 full when the charge was complete. The patient was not seeing the "charge complete" icon on the recharger screen. It was encouraged that the patient charge longer until she sees the "charge complete" icon and then check the ins battery with the programmer. The patient will continue to monitor the ins battery level on the implantable neurostimulator recharger (insr) and programmer and call back if it continues.